Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned sheath was visually evaluated and the following was observed: liner fully expanded as designed. Distal tip opened as designed. Hdpe damage noted approximately 3.5", 4.5", 5.5", 6.25", and 6.5" from distal strain relief. No liner tear or strand observed. A 3mensio was provided and showed tortuosity and calcification in the right access vessel. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ IFU was reviewed. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Potential adverse events note 'complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for sheath damaged is confirmed through returned product evaluation. Returned product evaluation and DHR review showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Per the returned device evaluation, some damage along the hdpe was observed. While no difficulties were experienced during sheath or delivery system insertion and removal, some calcification and tortuosity was present in the access vessel per imaging evaluation. It is possible that the hdpe interacted/contacted calcification during use, causing damage. Additionally, navigating tortuous angles can cause the sheath to bend/kink during use, forming damage along the hdpe. Available information suggests patient factors (calcification, tortuosity) potentially contributed to the sheath damage; however, a definite root cause is unable to be determined at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a high femoral profunda bifurcation could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for the removal of liner strand as the product evaluation confirmed that a liner strand was not present. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, after implanting the valve, there was excessive bleeding in the right femoral artery upon removal of esheath+. No blood transfusion was given. The vascular team was called in and a cut down and repair of femoral artery successfully performed. Per the physician, the esheath+ could have been potential cause of the vascular perforation. The patient was in stable condition post procedure. Several tears were noted on the esheath after removal, however after being provided photos, the fcs noted it was similar to the "liner strand" photos. The perceived root cause of the vascular complication could have been due to a high femoral profunda bifurcation, however the stick was high.